Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead was returned with no reported event. As received, a complete lead was returned cut in two pieces. External insulation abrasion was noted breaching the ring electrode cable lumen and abrading/separating both the ring electrode cables at proximal region consistent with friction to the device can. The inner coil lumen was also breached but the polytetrafluoroethylene (ptfe) coating was intact in this region.

Event description:
This report is to advise of an event observed during analysis.